Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8784, serial# (B)(4), implanted: (B)(6) 2015, product type catheter.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. When asked the dose and concentration of the medication the patient stated the she did not know, but thought it was more than 1 mg. The indication for pump use was non-malignant pain. On (B)(6) 2017 the patient was calling to find a new pump managing physician that was closer. The patient reported that she had spasms since (B)(6) 2015. The symptoms had come on gradually. The patient was told that the spasms would be taken care of by the pump, but they had not been. The patient felt that the catheter may have ¿popped out of the spine¿. Per the patient, this had occurred over the past two years. Over the past year, the patient had an increase in pain. Her pain returned. It was return of back pain (sciatic nerve). No further complications have been reported as a result of this event.